Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
1 of 2 report. It was reported that when using bd vacutainer® push button blood collection set, two (2) units were missing expiration date on the label. No health impact or consequences were reported.